Event description:
It was reported that the customer experienced a blood glucose (bg) level of 480 mg/dl; cause of bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones that were identified as dangerous/life-threatening by a health care provider and diabetic ketoacidosis. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin to address the elevated bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.